Manufacturer narrative:
During a follow up call with the patient on (B)(6) 2023, the patient provided the following additional information regarding the incident. B5 - describe event or problem it was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. The patient's blood glucose rose above 33 mmol/l (>594 mg/dl). When the pod was removed from the insertion site (abdomen), the patient noted swelling, redness and purulent discharge coming from the site. On (B)(6)2023, the patient visited the doctor and was prescribed antibiotics (capsules to be taken 2 times per day) for treatment. On (B)(6) 2023, the patient visited the doctor for a second time to check the patient's blood glucose values. No prescriptions or treatment was provided. On (B)(6) 2023, the patient visited the hospital where the site was lanced and disinfected. The patient was hospitalized and released the following day. For post operation treatment, the patient cleans the wound twice a day and a nurse visits the patient at home to cure the wound and change the absorbent bandage. H6 - adverse event problem. Health effect - clinical code e231501 purulent discharge e1205 hyperglycemia.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. The patient's blood glucose rose above 33 mmol/l (>594 mg/dl). When the pod was removed from the insertion site (abdomen), the patient noted swelling, redness and purulent discharge coming from the site. On 03oct2023, the patient visited the doctor and was prescribed antibiotics (capsules to be taken 2 times per day) for treatment. On (B)(6) 2023, the patient visited the doctor for a second time to check the patient's blood glucose values. No prescriptions or treatment was provided. On (B)(6) 2023, the patient visited the hospital where the site was lanced and disinfected. The patient was hospitalized and released the following day. For post operation treatment, the patient cleans the wound twice a day and a nurse visits the patient at home to cure the wound and change the absorbent bandage.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 25 and 36 hours. The pod was removed prior to the hospital visit and the infected site was lanced. The patient was hospitalized overnight and was released the following day.